Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) was not entered into the pump by the user on (B)(6)2019. User made bolus requests while still having insulin on board (iob). Cartridge change sequence was completed at 3:29 am. From 1:19-1:28pm, user made adjustments to active personal profile settings. Complaint could not be confirmed. Making bolus requests while still having iob could lead to a low bg event. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. It is possible the user¿s personal profile settings need adjustment. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 20 mg/dl; cause was not known. Customer went to the emergency room (ER) and low bg was treated. Type of treatment was not reported. After a couple of hours, customer left ER in "normal" condition. As tandem technical support was not contacted at the time of the event, recommendation was made for customer to consult with healthcare provider.